Manufacturer narrative:
The devices involved in the procedure will not be returned for evaluation as they were implanted in the patient. The other devices include: model #: fa-77375-12 / lot #: my08-041 / mfg date: 5/28/2008 / exp date: 07/01/2011. (B)(4).

Event description:
Information received from (B)(4) clinical database. Treatment of a left interior carotid artery (ica) aneurysm. It was reported that the patient had two pipelines implanted. It was also reported that the patient had a stroke from her atrial fibrillation and was put on coumadin. No other complications were reported with the patient as a result of the procedure.